Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that a query regarding oversensing was sent for review when it comes to this device. Programming options were needed other then decreasing the sensitivity. A review by technical services (ts) noted that the patient was having short burst of atrial tachycardia conducted in the ventricle. One occasion of t wave oversensing was seen marked as right ventricular sense. Ts discussed measuring this signal and comparing with right ventricular sensitivity to determine possible desynchrony. Ts also discussed enabling the left ventricular channel and trying different postures while pacing in the atrium to see if any type of far field sensing would occur. At this time the device remains implanted. No adverse patient effects were reported.